Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's recharger is not working and needs a new one. The patient states they keep getting the reposition antenna screen on recharger and it won't charge past 50% and the last time they used charger was two months ago. The patient is not getting a connection on remote or recharger. The patient also went to the doctor yesterday and the doctor could not get settings yesterday. It was advised to the patient that their battery is in an overdischarge state and to call the doctor to get their battery restored. Refer to (B)(4) for information related to the patient's device not charging past 50%, lead malfunctioning, device malfunctioning.

Manufacturer narrative:
Correction: to include p960009. Omitting the following information from [refer to pe 701642617 for information related to the patient's device not charging past 50%, lead malfunctioning, device malfunctioning.] If information is provided in the future, a supplemental report will be issued.